Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: upon visual inspection, the returned device was found to be assembled with the cranial implant. No other issues were identified on the returned device. A complete functional test was performed to disassemble the cranial implant. During the functional test, the device appeared to be jammed which could have caused the cranial implant to not disassemble. The device is not functioning as intended and condition of the alleged device is consistent with the complaint condition. Complaint relevant dimensional analysis could not performed without the destruction of the device. Based on the date of manufacture the following drawing, reflecting the current and manufactured revision was reviewed; no design issues or discrepancies were identified. The complaint condition could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. No damage was observed on the device that could have caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the image provided. Upon investigating the photo provided, the holder short f/cervios+syncage-c short was found to be connected to the cranial implant. However, the complaint condition cannot be confirmed based on the provided image. The root cause of the complaint cannot be determined based on the available image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part number: 396.891, lot number: 26p0946, manufacturing site: (B)(4), release to warehouse date: 29 november 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during a workshop, the sales representative was unable to remove the cervios skyline cage from the holder instrument. They attempted to open the instrument with pliers but were unsuccessful. There was no surgical or patient impact. There is no further information available. This report is for one (1) holder short f/cervios+syncage-c short. This is report 1 of 1 for (B)(4).